Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6). Product type: product ID a820 serial# unknown, product type: software. Product ID tm90t0 lot# serial# (B)(6). Product type: accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported that for the past few weeks they had been unable to connect to their pump with their personal therapy manager (ptm). Patient stated they spoke with medtronic representative on monday who walked them through clearing something in the memory and it worked great. Patient mentioned they were in a lot of pain last night and tried to connect multiple times but kept getting the 'device not found' message. Patient confirmed they had not had any falls or trauma. Patient was able to successfully connect to the pump during the call multiple times. Patient stated the pump was located on their right side and they were able to easily identify the catheter port side and agent reviewed communicator placement/telemetry considerations. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient to monitor issue and capture what displays on the screen when they were having an issue, then call back if issue persists. The patient called back stating the screens they had been seeing were 'no device found' and 'no pump response.' Patient confirmed the equipment charges well, but it might have had a very short drop while in the case but equipment did not have any large obvious damage. Patient confirmed they themselves have had no falls/trauma. Patient mentioned they had used the equipment since 'mid august' and they reclined slightly back when connecting to the pump and had no problems, but spoke to medtronic representative (rep) 'recently' regarding the 90% telemetry delay 'for almost a minute.' Medtronic rep helped patient clear the data, and patient stated they had done it again twice since talking to them. Patient stated the data clear 'only lasted them one time,' and they had difficulties connecting again. Patient mentioned trying to reset bluetooth, turning on wifi, and clearing data again to help resolve issues last night. Agent reviewed patient was able to connect on call but agreed to replace communicator as part of troubleshooting.